Manufacturer narrative:
On 09-sep-2025, product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Catching and stabbing me in the lip [lip injury]. Brush head keeps popping off from the handle- oral b power care [device breakage]. Product counterfeit- oral b [product counterfeit]. Case narrative: consumer called and told that during brushing the brushhead on the handle keeps popping off and catching and stabbing in lip. No serious injury was reported. On 09-sep-2025: product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No serious injury was reported.

Event description:
Catching and stabbing me in the lip [lip injury] brush head keeps popping off from the handle- oral b power care [device breakage] case narrative: consumer called and told that during brushing the brushhead on the handle keeps popping off and catching and stabbing in lip. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.